Manufacturer narrative:
The investigation determined that discordant, higher than expected vitros anti- sars-cov-2 igg results were obtained from a single patient sample processed using vitros cov2igg reagent lot 0100 on a vitros 5600 integrated system. The vitros cov2igg results were higher than expected when compared to non-vitros (pcr) and vitros cov2tot results for the patient. A definitive assignable cause for the discordant reactive vitros cov2igg results could not be determined. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all vitros quality control fluid results were within the correct IFU interpretation region. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0100. An instrument issue is an unlikely contributor to the event as there was no indication of any instrument malfunction and a diagnostic precision test was within acceptable guidelines indicating acceptable performance of the vitros 5600 integrated system. A heterophilic interferent is an unlikely cause of the higher than expected vitros cov2igg results for the patient, as vitros cov2igg testing using a hbt was concordant with untreated patient samples vitros cov2igg results. Pre-analytical sample processing can be ruled out as a contributing factor, as it was established that the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling is unlikely to have contributed to this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from a single patient sample when tested on a vitros 5600 integrated system. The vitros cov2igg results were considered discordant when compared to a non-reactive result from vitros anti- sars-cov-2 total (cov2tot) testing and non-vitros, polymerase chain reactive (pcr) testing. Patient 1, vitros cov2igg results of 1.48, 1.43 and 1.47 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros cov2igg results were not reported from the laboratory to a physician and was not used to aid in diagnosis of sars-cov-2 infection but was generated during validation or method comparison testing. Patient management was not influenced based on the vitros result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4). This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved.